Event description:
It was reported that the patient received inappropriate therapy by the right ventricular (rv) lead due to t-wave oversensing (twos) post pacing. It was also noted that the right atrial (ra) lead measured small p-waves. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.